Manufacturer narrative:
The short clamp was returned to the manufacturer and analysis was completed. The retainer ring had been pulled from the tip of the adjustment screw. As returned, the screw had been removed from the clamp. As is, the screw would be able to close the clamp but not open it. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the short single clamp was broken. This was observed outside of a surgical procedure. No patient involved.